Manufacturer narrative:
Batch review performed on (B)(6) 2022. Lot 152871: 48 items manufactured and released on 17-jun-2015. Expiration date: 2020-05-31. No anomalies found related to the problem. To date, 45 items of the same lot have been sold without any similar reported case during the period of review. Additional components involved: gmk-sphere 02.07.1206l tibial tray fixed cemented size 6 l (k090988) lot 142707: 14 items manufactured and released on 29-jul-2014. Expiration date: 2019-06-30. No anomalies found related to the problem. To date, all items of the same lot have been sold without any similar reported case during the period of review. Gmk-sphere 02.12.0610fl tibial insert fixed sphere flex size 6/10 mm l (k121416) lot 147263: 25 items manufactured and released on 22-apr-2015. Expiration date: 2020-03-31. No anomalies found related to the problem. To date, 20 items of the same lot have been sold without any similar reported case during the period of review. Gmk-sphere 02.07.0036rp patella resurfacing size 4 (k113571) lot 151413: 110 items manufactured and released on 10-aug-2015. Expiration date: 2020-06-30. No anomalies found related to the problem. To date, all items of the same lot have been sold without any similar reported case during the period of review.

Event description:
At about 6 years and 4 months after the primary surgery, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout, removed all implants, and implanted an antibiotic spacer. The surgery was completed successfully.